Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the 3.25 mm wolverine was replaced by 3.5 mm as it was ruptured at 6 atm. Subsequently, 3.5 mm was used during dilatation to complete the procedure. The devices were removed from the patient's body without problem and no resistance felt. No patient complications were reported.